Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported eight days after a multifocal lens (iol) was placed in the patients left eye (os) the patient felt their quality of vision and color vision was poor. Approximately nine weeks after the lens was initially placed it was explanted and replaced for a different model lens. The surgeon cites patient dissatisfaction as the issue with a good post exchange outcome.